Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer complains of "lo" results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 98-105mg/dl fasting. Verified test strips expire 08/15/2015. Customer's test strips are being stored loose in her meter case and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Customer states she could not run the back to back blood test. The time on the last 5 test results from the meters memory is not correct. Customer received a replacement meter at the pharmacy. Customers replacement meter also read "lo" which is the reason why she called. Refer to (B)(4).the strips that were used customer states she put into her meter bag out of the vial.